Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. 0.0 can be seen when programming a basal due to functional keypad.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that mostly the down arrow and center buttons were not responding. The customer's blood glucose level was 188 mg/dl at the time of the incident. The customer stated that the numbers were not ramping on their own and the scroll bar was moving with no input. The customer reported that it was constant from the last month and a half. The customer stated that the insulin pump was neither dropped nor exposed to moisture. The customer stated that an alarm was not in progress at the time the button was unresponsive. The customer stated that the bolus menu was available and they were not seeing 0.0 when attempting to program a basal. The customer stated that the button was not unresponsive during an easy bolus attempt. The customer states the buttons were not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.